Event description:
The customer reports that the guide was kinked prior to use.

Manufacturer narrative:
(B)(4). The customer returned a straight guide wire, a single-lumen arterial catheter, and a guide wire tubing from a sac set for analysis. Visual analysis revealed that the guide wire contained two distinct kinks. Microscopic examination revealed white stress marks on the tubing approximately at the same locations as each of the kinks on the guide wire when fully inserted. The damage observed is consistent with defects related to shipping and handling of other sac sets. No other defects or anomalies were observed. The kinks in the guide wire measured 67mm, and 155mm from the distal end respectively. The guide wire outer diameter measured .515mm, which is within the specification limits of .508mm-.533mm per the guide wire product drawing. The guide wire length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. A device history record review was performed on the kit packaging and the guide wire and no relevant issues were identified. The lidstock was reviewed as part of this complaint investigation. The rods "do not bend are clearly visible on the front of the lidstock. The product labeling was updated in april 2017 to clearly inform the customer not to bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained two distinct kinks. The guide wire tubing also contained stress marks that are consistent with the kinks in the guide wire. Additionally, the words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide was kinked prior to use.